Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation results (hygiene microbiological investigation (hmi) . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The device channels (all channels) including the chanel distal end were culture tested and the following results conforms. All channels 7 cfu/endoscope. Channel distal end 1 cfu/endoscope of staphylococcus coagulase negative. Total of 8 cfu/ endoscope of microorganism revivable of all channels tested. Culture results noted "with a number of revivable microorganisms between 5 and 24 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained comply with the alert level defined per the target level defined in the regulations of france outlined on july 4, 2016 and the methods used, the results obtained comply with the alert level defined in instruction and outline of august 2, 2018 . The results are conform to french recommendation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to b3, please see b3 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: biopsy channel-scratched. Mouthpiece is scratched. Scope is scratched. Scope body-damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deep scratches in the biopsy channel could interfere with correct reprocessing. However, the root cause of the physical damage could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following descriptions about reprocessing method on the items below were confirmed: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. All channels were sampled . The results reported the device tested positive with the following: sampling date of (B)(6) 2023: device tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia >100 cfu. Sampling date of (B)(6) 2023: sampled channels: operating channel/ air/water channel and auxiliary channel. Device tested positive for pseudomonas aeruginosa (1 cfu/channel), stenotrophomonas maltophilia (13 cfu/channel) rhizobium radiobacter (15 cfu) and staphylococcus hominis (1 fcu). Total colony forming units (cfus) = 30 cfus. Sampling date (B)(6) 2023:stenotrophomonas maltophilia ( 6 cfu), rhizobium radioba (3cfu) and staphyloccus warneri (5 cfu). Total colony forming units (cfus) = 14 cfus results are nonconform : sampling final report dated (b)(6 2023. Additionally, the customer provided the cleaning, disinfection, and sterilization (cds) checklist and noted no suspected patient infection and no deviation from the device reprocessing. Device was reprocessed twice before collection and was last reprocessed on (B)(6) 2023. Device was quarantined after the positive test. In addition, customer made a note in the cds form with the following : "note that this endoscope has not been used on a patient because the results have never been satisfactory since its return from maintenance". No other cds information provided. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) results has not yet been received/not yet available. Investigation is ongoing. This report will be supplemented accordingly following investigation.